Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in oncology. The patient had thrombosis in the left axillary-basilic vein. They do not know if this caused a delay in treatment. There was no patient death reported.